Manufacturer narrative:
A patient underwent an unrelated surgery wherein the patient's ipg was not placed into surgery mode was reported to abbott. Troubleshooting was able to resolve the issue. The device was not returned for analysis; however, data logs was received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's ipg had become inoperable after an unrelated procedure was not set to surgery mode. Troubleshooting was able to resolve the issue.